Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2006 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station cubie in drawer 2.2 failed to release and displayed error. The lid was forcibly opened to retrieve medication, prevented medication dispensing and disturbed patient care workflow. A field service engineer replaced multi-operation avionics board (moab), removed debris from behind drawers and made sure drawers open and close without issue and no bumpers missed to resolve the issue. The system functioned as intended after troubleshot by the field service engineer.

Event description:
It was reported by the customer a bd pyxis¿ medstation¿ es cubie/ drawer failed and did not give the pharmacy technician the option to remove the cubie. The technician had to break the lid of the cubie to remove the drugs and taped the cubie lid shut. Once the lid was taped, the cubie still would not release to insert a new cubie within the drawer. There were no adverse events nor injuries reported based on this event.